Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from USA that device snapped during in a minimally invasive lumbar procedure. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There is no additional info available.